Event description:
It was reported that the right ventricular lead exhibited rising thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the outer insulation was found to be breached at 16.6-17.4 and 16.6-16.7 cm in two locations due to clavicle cruch damage. The outer coil was also found to be bent at 10.4 cm from the connector pin due to clavicle crush damage.